Manufacturer narrative:
As reported, the sealant protection of a 6f/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The procedure was interventional using a retrograde approach, and the deployer was certified in the mynx vascular closure device (vcd). Angiography confirmed femoral artery suitability including appropriate insertion angle, vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was moderate peripheral vascular disease (pvd) or calcium at the puncture site. The device was stored and prepared according to the instructions for use (IFU), and the damage was noted during insertion into the sheath. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and found to be within the defined parameter. The measurement was obtained using a calibrated ruler. A simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during visual inspection, including the presence of a frayed/split/torn condition on the sealant sleeves. Additionally, the sealant was observed to be partially exposed. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted. However, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site vessel characteristics (there was moderate vessel tortuosity with moderate pvd/calcium), procedural/handling factors (such as excessive force during insertion and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the observed failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection of a 6/7f mynx control vascular closure device (vcd) was cracked. Hemostasis was achieved with manual compression for 20 minutes. There was no reported patient injury. The procedure was interventional using a retrograde approach, and the deployer was certified in the mynx vascular closure device (vcd). Angiography confirmed femoral artery suitability including appropriate insertion angle, vessel diameter was verified to be greater than or equal to 5 mm, vessel tortuosity was moderate, and there was moderate peripheral vascular disease or calcium at the puncture site. The device was stored and prepared according to the instructions for use, and the damage was noted during insertion into the sheath. The device is not being returned for evaluation. Addendum: the sealant was partially exposed from the sealant sleeves on product evaluation.